Event description:
On (B)(6) 2011, baxter global pharmacovigilance (gpv) received information from a peritoneal dialysis nurse (pdn) who stated that the patient experienced fungal peritonitis, specific organism and diagnosis date unknown. The nurse stated the patient was hospitalized for the peritonitis coincident with dianeal (B)(4) low calcium and (B)(4) dianeal low calcium (doses, frequencies and lots were not reported). The pdn confirmed the patient was admitted to the hospital on (B)(6) 2011 and discharged on (B)(6) 2011. During hospitalization pd therapy was stopped, the pd catheter was removed, and the patient was switched to hemodialysis. The nurse confirmed that at the time of discharge from the hospital, the patient was recovering. The nurse stated that this was the first case of peritonitis experienced by the patient. The nurse stated that the cause of the fungal peritonitis was unknown and was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 5 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint was for a report of peritonitis. The patient's nurse stated that the cause of the fungal peritonitis was unknown and was not related to dianeal therapy. The complaint was not confirmed and the cause was not identified because the sample was not returned for evaluation and the home patient did not report any type of use error that might have led to the issue. A review of all batch record documents for potentially associated lots h11d20106 and h11c25107 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure.